Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia greater than 400 mg/dl for a few hours after changing an infusion set, with a suspected bent cannula; insulin delivery resumed after a supply change and glucose values returned to target. Symptoms included feeling unwell consistent with hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included technical review, user interview, and troubleshooting and education. Investigation of this case revealed that the cause of hyperglycemia was unclear and that the issue resolved after changing supplies. It was concluded that the event was related to hyperglycemia of unclear cause without injury and that device function was acceptable after troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.